Manufacturer narrative:
The insulin pump was unable to power up. The battery cap contacts could not make contact with the battery sleeve within the battery compartment because a huge portion of the battery threads were missing. Unable to perform the displacement test because the pump was unable to power up. The insulin pump was received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where a huge chunk of the battery threads broke off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged with a crack in the battery compartment. Customer's blood glucose level was 11.2 mmol/l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.